Event description:
On (B)(6) 2010, an elevate anterior graft with intepro lite was implanted. On (B)(6) 2011, the pt was examined during a f/u office visit and a new stage ii posterior prolapse was found. No intervention has been planned.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.